Event description:
Per the clinic, the patient experienced a csf gusher during the implantation resulting in having to be hospitalised. The csf gusher was maintained and resolved. No explantation was necessary.

Manufacturer narrative:
This report is submitted on may 30, 2023.